Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure and the collagen sponge was exposed. Although the physician manipulated the device based on the usual usage, when the physician withdrew the device/insertion sheath assembly, the collagen sponge came out of the skin. Since the collagen sponge was agglomerated on the skin, the physician attempted to push the collagen sponge under the skin using the tamper tube; however, it did not work. Therefore, the hypodermis of the puncture site was cut to push the collagen sponge under the skin using a pair of forceps. Hemostasis was successfully achieved by the device without replacement, and no health damage, such as delayed hemorrhage, was reported. The estimated blood loss was less than 250cc's. There was no health damage reported and the patient was being monitored. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.